Event description:
Procedure type: low anterior resection. According to the rptr: after applying the device, the surgeon had difficulty removing it from the pt. The surgeon then fully opened the device, detached it from the anvil, and removed it from the pt. It was then noticed that the donuts were not completely cut, and by using surgical scissors the remaining tissue was cut and the anvil was removed. For security, the surgeon also sutured the anastomosis to finish the procedure. Surgery time was extended by one hr as a result.